Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 9/25/2018, it was reported to mentor that this complaint was identified as a duplicate of manufacturer¿s reference number (B)(4) and any additional information received will be submitted under both report numbers. The duplicate manufacturer report number is 1645337-2018-05182. Manufacturer¿s reference number: (B)(4).